Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, local reaction, gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a mentor memorygel, 325cc breast implant developed right-sided capsular contracture unknown grade, local reaction, gel bleed, and left-sided asymmetry issue postoperatively. Patient complained of increased swelling on right breast with upper pole fullness. Patient had a little bit of stretch to the lower lateral pole of the left breast compared to the right side. As a result, patient underwent left-sided unilateral lateral and inferior popcorn capsulorrhaphy, and bilateral replacements with allergan inspira sslp 250cc implants on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation completed on may 15 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was observed within the shell abrasion measuring approximately 4.1 cm, the gel that was observed on the shell could be caused by the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).